Event description:
A remstar auto device was returned to a third-party service center as part of the uno recall process with no initial alleged complaint. During the evaluation of the device, the service technician observed blower foam degradation inside the blower kit. Additionally, the device had dust fail contamination and has a presence of error code e53 err_comp_log_semt_timeout. The device was routed as scrapped. This event is reportable under FDA 21 cfr part 803 as it meets the criteria for a serious injury and/or product malfunction.